Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that air in the tubing distal to the pump with no pump alarm. Channel a of the pump was programmed to deliver an unspecified "hydration" solution at a rate of 125ml/hr with a volume to be infused (vtbi) of 500ml and the delivery was started. Approximately four hours later, the pump alarmed that the vtbi was complete, and the nurse noted that air was present in the tubing set from the container to the patient's IV catheter. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.